Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: cholecystectomy event description: at first dr (name redacted) could fire a clip without any problem, afterwards it blocked sometimes or worked sometimes. They replaced the clip applier with a new ca500. Patient status: patient is ok. Intervention: they replaced the clip applier with a new ca500.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly with no instances of rough trigger actuation. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Type of procedure: cholecystectomy: event description: at first dr (name redacted) could fire a clip without any problem, afterwards it blocked sometimes or worked sometimes. They replaced the clip applier with a new ca500. Additional information received from applied medical representative via email on 25jun2025: sometimes yes, the clip loaded into the jaws but sometimes no because handle blocked. The clip was loaded and visible between the jaws of the device, was it properly seated. No clip was loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. If the handle didn¿t block, clips where well loaded. There was resistance in trigger actuation. Patient status: patient is ok. Intervention: they replaced the clip applier with a new ca500.